Event description:
It was reported that the ventricular side connector will not hold the pacing cable securely and won't lock in place. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The battery drawer was broken, the battery contacts were compressed, and the battery release and lead flex cover were contaminated. Two side bail covers and the upper and lower cases were also broken. The lcd display was out of specification, with segments missing.